Manufacturer narrative:
Additional information was received on (B)(6) 2020. Placement of mentor gel implants was performed on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Device evaluation summary: upon visual evaluation of the image provided in the complaint file, no apparent damage or visual anomalies were observed on the image. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. The symptoms were described as autoimmune issues (no autoimmune diagnosis), hair loss, and fatigue. These issues began in (B)(6) 2020. Right side baker grade iii with accompanying tightness and pain was also present. Additionally, the implant had ruptured. These issues were diagnosed by a physician. On (B)(6) 2016 the patient underwent capsulorrhaphy with elevation of the inframammary crease. As a result, capsulectomy with implant removal was performed on (B)(6) 2020. This report relates the left prosthesis. See 1645337-2020-10140 for contralateral prosthesis report.